Manufacturer narrative:
G4:02feb2021 b4:(B)(6) 2021 the field service engineer (fse) replaced the touchscreen to address the reported issue. The screen is calibrated and the equipment remains functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: 09nov 2020, date of report: 01dec2020.

Event description:
The customer reported that the touchscreen is faulty. The customer reported that the unit was in use on patient , but there was no patient harm reported. The customer contacted product support and requested for service repair.